Event description:
This patient had an occluded femoral popliteal composite graft of the left leg. She underwent surgical repair. The type of procedure was noted to be a redo left femoral and popliteal exploration; thrombectomy of femoral popliteal graft; angiogram; redo femoral popliteal bypass with a 6mm distaflo ptfe graft. The previous graft was opened and the lemaitre single lumen embolectomy catheter was passed approximately 60cm. The balloon was inflated, but it would not deflate. After trying to aspirate the balloon with a 1ml syringe, the surgeon finally had to forcibly remove the balloon. An angiogram was performed that showed two areas of leakage of contrast from the posterior tibial artery, which was felt to be due to balloon trauma. These two areas of posterior tibial artery injury were repaired with 7-0 prolene stitches. The total blood loss for this case was 200cc. There were no other intraoperative complications and the patient went to the recovery room in stable condition. The patient did require a blood transfusion postoperatively.